Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 23-feb-2023. H6: investigation summary: bd received seven sealed and four unsealed 20 gauge insyte autoguard units from lot 2280018 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical damage or deformities. Next, the engineer attempted to engage the safety mechanism and activate needle retraction for each unit. The seven sealed units each retracted successfully but displayed a slight delay during retraction. Each of the four unsealed units was returned already retracted and had to be reset. Upon initiating retraction each of the unsealed units retracted successfully. Finally, the engineer microscopically inspected each unit for any issues and the engineer noticed excess gel in one of the sealed units. Unfortunately, the same testing could not be done with the unsealed units as they had already been retracted once and any excess gel would have been dispersed upon initial retraction. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that the excess gel was the cause of the slow retraction. During manufacturing, gel was inserted into the spring cavity and incorrect equipment settings may cause excessive gel.

Event description:
It was reported that during use with bd insyte¿ autoguard¿ shielded IV catheter the needle retraction was slow. There was no report of patient impact. The following information was provided by the initial reporter: safety engages slowly.

Event description:
It was reported that during use with bd insyte¿ autoguard¿ shielded IV catheter the needle retraction was slow. There was no report of patient impact. The following information was provided by the initial reporter: safety engages slowly.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.